Event description:
It was reported that patient presented to the clinic experiencing diaphragmatic stimulation. The left ventricular lead exhibited loss of capture on all vectors. A chest x-ray revealed that the lead had dislodged. The lead was turned off and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead insulation also exhibited an anomaly. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).